Event description:
The customer reported that during the procedure, a piece of the electrode insulation fell into the pt cavity. The piece was retrieved w/o any pt injury. Another electrode was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.